Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they were unable to test their blood glucose due to the adc freestyle libre reader turning on with button press but not with test strip insertion. The customer further reported that they experienced a loss of consciousness, and the customer's family administered an injection of glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A DHR for the liber reader was reviewed, and the DHR showed the libre reader passed all tests prior to release. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Therefore, all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Update from initial report in device mfg date has been documented. This report will reflect the correction in device mfg date: 5/3/2017. Initial report, labeled for single use documented incorrectly. This report will reflect the correction in labeled for single use: no.

Event description:
Customer reported that they were unable to test their blood glucose due to the adc freestyle libre reader turning on with button press but not with test strip insertion. The customer further reported that they experienced a loss of consciousness, and the customer's family administered an injection of glucagon. There was no report of death or permanent injury associated with this event.